Manufacturer narrative:
The account stated the side rail was damaged by a student. The bed was ran up and the side rail was caught on something and it bent the side rail. No further information is available on the repair of the bed at this time.

Event description:
The account alleged that the head right side rail will not latch. No injury reported.